Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) that discovered the issue, replaced the helium regulator and ran full system tests and the issue was resolved. The fse then completed the pm with full calibration, and performed all functional and safety tests which were passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the helium tank calibration. There was no patient involvement, and no adverse event reported.